Event description:
Customer's family member reported patient admitted as an impatient to a hospital for hyperglycemia. Trouble shooting was performed and pump programming appeared to be functioning normal. Customer called again to run high pressure test on pump. The pump alarmed no delivery. Instructed them to monitor the pump and patient blood glucose.